Event description:
It was reported that the patient presented in clinic feeling fatigued. The pulse generator exhibited backup vvi. The cell impedance reading gave a value of greater than 5 kohms, therefore a software download was not recommended. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.